Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info: 1018233-2012-01200. Date of report: (B)(4) 2012. The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Add'l info: 1018233-2012-01200: device info: uretex sup urethral support system; cat #485013. (B)(6).